Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an internally shorted processor, u718 on the distribution node pca board. The root cause for the defective u718 could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. Upon servicing electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.